Manufacturer narrative:
This is for the same events as manufacturer reports 2937094-2019-60518 and 2937094-2019-60519. A review of the device history record for the reported greenlight fibers confirmed that the device met all material, assembly and performance specifications prior to release. As of today, the product has not been returned for investigation; therefore, no physical or visual analysis of the product could be performed. An evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during preparation of photoselective vaporization of the prostate (pvp) procedure, the fiber beam of three fibers fired straight out and as usual. It was further reported that the energy leakage was also different. The procedure was competed with transurethral prostatic resection (turp). Patient outcome information was not provided. This complaint is for the first fiber.

Manufacturer narrative:
This is for the same events as manufacturer report 2937094-2019-60519. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications prior to release. Analysis of the device revealed that the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface, and melting on the output window. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that during preparation of photoselective vaporization of the prostate (pvp) procedure, the fiber beam of three fibers fired straight out and as usual. It was further reported that the energy leakage was also different. The procedure was competed with transurethral prostatic resection (turp). Patient outcome information was not provided. This complaint is for the first fiber.